Event description:
It was reported that the rotawire detached and broke off inside the patient, and the procedure was canceled. The 80-90% stenosed target lesion was located in the moderately tortuous proximal/mid right coronary artery. A rotawire 330cm gw(5pk) flop and a rotapro burr were selected for use. During the procedure, the physician did a wire exchange with a micro catheter for the rotawire distal to the lesion, and then redirected the rotawire. However, there was difficulty advancing the rotapro burr over the rotawire. Two ablation attempts were made, however two rpm drops were experienced before the lesion. Dynaglide was used to remove. The procedure was canceled. There were no patient complications reported.